Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the patient was seen in the clinic where high out of range shock impedance measurements were still observed during pocket manipulation and having the patient perform arm movements. No changes were made to the system and everything remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms. The cause of the issue has not been determined and no intervention has been performed at this time. The rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the system will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information provided from the field indicating this patient¿s system continued to exhibit high out shock impedance measurements of greater than 200 ohms. Surgical intervention was performed and the system was explanted and replaced. The physician had noted a great amount of fibrosis around the lead. No additional adverse patient effects were reported.